Manufacturer narrative:
Final analysis found that the lead was returned in five pieces. Two of the middle segments exhibited fractures of the outer coil. The damage sustained resulted from clavicular crush. The damage found likely resulted in the reported muscle stimulation anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing muscle stimulation. No electrical anomalies were observed. A fracture of the atrial lead was suspected. The lead was explanted and replaced. The patient was noted to be in stable condition following the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that on (B)(6) 2015, a dislodgement of the atrial lead was suspected during a hospital visit. On (B)(6) 2015, noise was observed on the lead. The noise could be reproduced. X-ray imaging found a bend in the lead. The lead was successfully explanted and replaced on (B)(6) 2015. Insulation damage was noted at that time.